Manufacturer narrative:
The file states the use of a viscoelastic which is not qualified to be used with the associated device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Only the device was returned for evaluation. No damage observed. The device was returned in a clear, plastic bag inside the carton. The lens stop and the plunger stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is advanced into the mid nozzle. No damage observed. No iol returned. The file states the use of non company viscoelastic which is not qualified to be used with the associated suspect device. The product investigation could not identify the root cause for the reported complaint "lens fell out ". The lens was not returned , the device did not show any defect. The reported complaint may be related to the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens fell out. The procedure was completed without further complication. There was no patient impact. Additional information has been requested.